Event description:
The customer reported, a false negative reaction of a blood donor unit with seraclone anti-s. The customer could send us neither the requested sample of the blood donor unit nor the complained product. Therefore, the retention sample of quality control laboratory was tested with different s positive red cells and reacted correctly positive.